Event description:
Hosp advised that during testing in biomedical engineering, this pump did not alarm when tested for fluid side and pump side occlusion. The lcd displayed "low flow" when device was occluded. The pump was not on a pt.